Event description:
It was reported to philips that the heartstart xl+ defibrillator exhibited an x issue. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator indicating that the device had an x issue. The fse evaluated the device onsite, and confirmed that the capacitor was defective and needed to be replaced. A quote for repair was sent to the customer, however the customer has not accepted the quote. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and testing conducted, it was determined that the capacitor was defective. Further root cause was not determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer was provided with service quote, which was not accepted. No repair activity was performed by philips. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.